Event description:
Subsequent to the initial MDR, a correction is required. The patient is 3 years old.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The pediatric patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (no information about insertion site). On 4/23/2024, the morning of the event the patient woke up and was lethargic and drowsy, asking the parents for something to eat and drink. The cgm reading was 6.4 mmol/l at 8:05 am so they gave the child breakfast with insulin bolus through the pump. Soon after, the patient experienced generalized tonic-clonic seizure lasting around a minute. The parents called an ambulance and when the ambulance crew arrived, they took a bg reading which was 3.1 mmol/l and the cgm reading was 6.7 mmol/l. The patient was treated with glucogel and he was then more quickly awake and soon back to his normal self. The paramedics took the patient to the hospital, and he was admitted, and his glucose levels were monitored for 24 hours. During that time, he experienced a few episodes of mild hypoglycemia despite reducing insulin doses. It was reported that the patient also has a diagnosis of adrenal insufficiency and on has a regular treatment with hydrocortisone. At the time of the report the patient had recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional event or patient information is available.